Event description:
Customer reported via phone call they experienced high blood glucose level. Customer's blood glucose level was 446 mg/dl. Current blood glucose level was 104 mg/dl. The sensor had sensor updating and change sensor alerts. The cannula was bent. It was unknown that whether the auto mode feature was active at the time of incident. Customer declined to troubleshoot. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.